Manufacturer narrative:
The unit had an intermittent button response due to moisture damage on the keypad. There was no button error alarm, and no moisture damage on the electronics or the motor. The unit had a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer reported that the device was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.